Event description:
The hcp reported the pump was explanted due to "end of life" after an unk implant duration. The pump was returned to the manufacturer for analysis. A follow up report will be sent when additional info is received.